Event description:
Problem similar to previous report dated 6/29/98. Air observed being drawn into infusion port and into ascending aorta. Product changed and similar result with second unit. Replaced a third time with "other" lot number. Medtronic reps are aware and in hosp today for discussions. Failure made duplicated for them. As previously stated, potential for a very adverse event likely. Attendance at hosp meeting with medtronic quality people: hosp perfusion, principle qa engineer, medtronic quality tech, medtronic sales rep.